Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging sinus infection, chest congestion, heart flutters, migraine, headaches, confusion, forgetfullness, neurological spasms. The patient has been on steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging sinus infection, chest congestion, heart flutters, migraine, headaches, confusion, forgetfullness, neurological spasms.the patient has been on steroids. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device was evaluated. An external investigation was conducted and manufacturer notes that there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with a filter. There is an unknown dust contaminate present at the air inlet where the filter would be. There is slight unknown contamination observed at the iso port entrance to base unit and at heated tube connection port of humidifier base. As per internal investigation there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a keratin-like substance present around the blower box housing outlet. The latch was observed to show stress cracks. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded logs were reviewed by the manufacturer. There were 1 errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated